Event description:
It was reported, the lead covering was pricked with a needle used to insert the catheter into the intrathecal space for another procedure. They were not sure which lead it was except that it was the left sided coverage lead. No action was required. The stimulation was turned on and the patient verified appropriate bilateral stimulation. Impedance testing was done. There were no signs or symptoms associated with the event.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).